Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable with a solid green led light displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(6)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(6)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 4.78 insertion 2: 4.40 insertion 3: 4.46 other remarks: hard profile (105 lbs/ft3) insertion 1: 8.56 insertion 2: 9.32 insertion 3: 9.18 the driver successfully negotiated both the soft and hard saw bone insertion testing while maintaining a green solid light. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 05/2009 and is approximately 7.5 years old. The complaint, "driver stopped working" cannot be confirmed. Functional testing has validated no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has validated no fault found with this driver. No further action required.

Event description:
Issue reported: ez-io g3 power driver light is still green. During the insertion of an io needle on a (B)(6) male during a cardiac arrest the driver stopped working. The outcome of the patient was not affected by the driver failure. The patient is deceased. Afterwards, the driver was checked and the light was on and still working but not to the usual capacity. When tested on training bones later, the driver once again stopped working mid insertion. The insertion attempt was not successful.

Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: ez-io g3 power driver light is still green. During the insertion of an io needle on a (B)(6) male during a cardiac arrest the driver stopped working. The outcome of the patient was not affected by the driver failure. The patient is deceased. Afterwards, the driver was checked and the light was on and still working but not to the usual capacity. When tested on training bones later, the driver once again stopped working mid insertion. The insertion attempt was not successful.